Event description:
It was reported that during a cholecystectomy procedure the clip could not be loaded and dropped out of the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/04/2007. Information is unavailable; device was not returned for evaluation.